Manufacturer narrative:
The associated complaint device was not returned. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be reassessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported by the surgeon during a presentation that a journey ii cr was revised due to instability.